Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving any stimulation therapy from the scs system. The patient stated he felt a "shock" go through his body and his stimulation turned off and he has not felt it since. The patient stated his patient programmer displayed a communication error code and his charger will not connect to the ipg. Surgical intervention may be taken to address the issue.